Manufacturer narrative:
A portion of the fractured screw was returned. Upon visual inspection, the fracture was confirmed. No other damage was noted to the screw. The device history record review for the screw lot did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined.

Event description:
The doctor reported the screw fractured during the first insertion. The doctor removed the broken portion and placed a new screw during the same surgery.